Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device in this report has not been returned to olympus medical systems corp. (Omsc), therefore omsc could not investigate the device. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was evaluated at olympus repair center. Olympus repair center could not confirm the malfunction of the device. The exact cause of the reported event could not be conclusively determined. Omsc surmised that the user handling of the device reprocessing was inappropriate. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The field service engineer visited the user facility and reprocessed the device by manual with immersion in ortho-phthalaldehyde (opa) for 15 minutes. Then the field service engineer tested the device's microbiological testing and found that unspecified microbes (<10 cfu/ml) were detected from the sample collected from the device. The user commented that they accepted the culture test result (0-50 cfu/ml). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, unspecified microbes (200 cfu/ml) were detected from the sample collected from the device. Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.